Event description:
The customer reported less than 5 mls of fluid leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the differential mix chamber waste tubing had disconnected from the fitting on the chamber. The fse reattached the tubing to resolve the leak. The fse also observed the differential (diff) mixing chamber vc25 was not mixing. The fse replaced the diff mix chamber motor vc25. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).